Manufacturer narrative:
Initial reporter facility name: (B)(6) hospital. The device has been received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2020, the patient underwent the open reduction internal fixation surgery for the tibial shaft fracture with the screw. After the screw insertion, the surgeon compressed the fracture part with an unknown compression device. After the compression, he found that the screw shaft seemed to be deformed. The surgeon removed the screw. The surgery was completed successfully with a thirty (30) minute delay. The surgeon commented that there was no problem with the patient. He said also that he did not compress too strong. No further information is available. Concomitant devices reported: compression device (part number unknown, lot unknown, quantity 1). This report involves one (1) 5.0mm ti locking screw w/t25 stardrive 52mm f/im nail-ster. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: h3, h6: this mre review is for sterilization procedure only. Part: 04.005.542s. Lot: 2l23132. Manufacturing site: selzach. Supplier: (B)(4). Release to warehouse date: 13.november 2018. Expiry date: 01.november 2028. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Non-sterile part was manufactured in mezzovico. Part: 04.005.542. Lot: 2l10748. Manufacturing site: mezzovico. Release to warehouse date: october 26, 2018. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. The product was returned to zuchwil customer quality for evaluation. Customer quality then conducted visual inspection and dimensional check of the returned device. During the visual inspection it was found that the screw is deformed at its threaded part. No other visual damage could be observed at the blade. The dimensional test could not be performed as all complaint-relevant dimensions cannot be measured and can no longer correspond to the valid technical drawings specifications due to the damage incurred. However, dimensional inspection and functional test were performed per 100% at the time of manufacturing with no non-conformities documented. As part of our quality process all devices are manufactured, inspected, and released to approved specifications. The evaluation determined that the cause of deformation is not due to any manufacturing related issue. We do suppose that the device encountered unintended forces, such as excessive force application during its use, which finally resulted in the deformation. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post market surveillance device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.